Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device was affected. The user was re-implanted due to electrode migration into the external auditory canal, caused by a progressively destructive inflammatory lesion.

Event description:
The user's hearing performance with the device was affected. The user was re-implanted due to electrode migration into the external auditory canal, caused by a progressively destructive inflammatory lesion.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the electrode lead into the external ear canal. Reportedly an infection was present. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. Further the electrode array migrated out of cochlea. This is a final report.